Event description:
The beak of a resectoscope broke off inside the bladder. The surgeons attempted to retrieve it through a suprapubic incision, but were unsuccessful. The pt was then taken to the or for an open cystotomy where a piece was removed from the pt. Pt has recovered well.